Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown number of spinal cord stimulation (scs) patients. It was reported that the patient learned that because the trial is not anchored, it moved a millimeter or two, as they would go closer and away from the spinal cord, the pulsation would get stronger. The patient stated that some of the patients on the (B)(6) they went to over the weekend said they experienced that. No further complications were reported. On 2018 (B)(6). **no new information**